Manufacturer narrative:
The customer reported the pdm was thrown into a pool and no longer worked. The device was unable to be powered on with the battery that was returned. A charged battery was used to attempt to turn the device on. The device was observed to fail to completely power on. The screen would cycle between white and black and the device did not react to any interaction. The ibf file and log files were unable to be attained due to the device not being able to power on. Corrosion was observed inside the pdm. This indicates that fluid ingress took place. This fluid ingress can be confirmed to have been caused by and have taken place during the user reported event. It can also be confirmed to be the cause of the device failing to power on and the loss of ibf and log files. Damage to the internal vibration motor wiring was observed. It could not be conclusively determined how and when this damage took place.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 700 mg/dl. The patient was dizzy, was seizing, nauseous and vomiting. For treatment, the patient was given insulin. The patient was discharged after 6 hours.